Event description:
It was reported that rotawire tip broke off and remained inside the patient's body. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 330cm rotawire and a rotaburr were selected for use. During the procedure, upon delivering the burr to the lesion, resistance was noted in the guide catheter. The physician then engaged dynaglide mode to advance the burr; however, it was noted that the radiopaque tip of the rotawire broke in the patient's vessel. The fractured wire body was removed, however the tip remained in the patient's body. Attempts was made to snare the tip of the wire but were unsuccessful. The procedure was completed with another of same device. No further patient complications were reported.